Event description:
Pt wore the patch over a thin t-shirt for approx 7 hours. Pt claims that upon removal of the wrap, some skin was removed and she was left with blisters. Pt went to the ER and was told she and second degree burns. Pt was prescribed silvadene and pain medication. Pt reports receiving three scars. Unable to determine how the removal of skin occurred with placement of pad on t-shirt.